Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. Despite the reset, the customer was unable to interact with the pump, and it was advised that the customer may continue to use the pump.